Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's image had noise while moving the protector. There were no reports of patient harm.

Event description:
It was reported the camera head's image had noise while moving the protector. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flooding and a cracked connector. Based on the results of the investigation a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.